Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the device performed to specification. The device was put through extensive testing including bench handling. Power supply testing internal inspection and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did confirm two instances of device resets. No device faults were identified leading up to the soft reset so we are unable to narrow down cause. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) -year-old female patient, the device restart/reboot itself. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.